Event description:
It was reported that the length-fixating sling lock migrated towards the vaginal midline and is palpable there causing dyspareunia and will need to be surgically revised. Additional info has been requested but not yet received.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unk therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse events: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. A supplemental report will be submitted if additional info is obtained regarding implant placement, pt treatment and if a sample is received for eval. (B)(4).